Event description:
Hospital in (B)(6) reported there is rust on the instruments. This report is #1 of 2 for the same event.

Manufacturer narrative:
Device used for treatment. The manufacturing documents were reviewed and no complaint related issues were found. The investigation has shown that both bone levers are contaminated with reddish brown residues which could easily be removed by brushing. No manufacturing related issues could be found. We conclude that this occurrence is due to an improper reprocessing.

Manufacturer narrative:
Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found.